Event description:
It was reported that the patient attempted to pair multiple freestyle libre 3 plus sensors with the ilet after initially starting a sensor in the freestyle libre app, consistent with improper setup and a sensor already in use by another device alert. No adverse clinical symptoms were reported. Outcomes included no health consequences or impact. User support included communication with the patient and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet due to an incorrect procedure and a sensor claimed by another application, with no applicable internal part or subassembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to inadvertent user error with improper procedure and setup.